Event description:
A facility reported that when the osv ii lumbar kit (909711) was opened, it was discovered that the guidewire was missing from the pack. The product was specifically ordered for the patient and the facility did not have another osvii kit available to use. The surgeon was able to insert the catheter ok (rare occurrence, usually need guidewire), and the shunt was implanted. No other issues occurred during the case.

Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.